Manufacturer narrative:
Additional information received stated: the first batch, two events had occurred, whereas with the second batch, only one event had occurred before switching to the lines without a batch. Additionally, the pump had occasionally displayed error messages, which were not necessarily related to the events.

Manufacturer narrative:
Ten devices received for analysis. During the functional testing the ten samples passed by leak, the failure mode cannot be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the filter was leaking and ran out, which affected the patient who was receiving parenteral nutrition. Per reporter, pain therapy was administered via two pumps in parallel, and therefore accessory or running rate problems could be ruled out. To resolve the issue, steps were taken to change the accessories, including using an octopus with and without a non-return valve, and the experiment was recreated in a similar form at the pharmacy. Additionally, it was mentioned that the patient was provided with a line with and without a filter for short-term replacement in an emergency by the home carer. The incident occurred twice in the patient's home. Medical intervention was needed twice. Due to data protection considerations, the customer specified that the incident in the patient's home took place in (B)(6). The complaint currently concerns only two cables, and reporter stated all lines from this batch have been quarantined. Reporter stated when the patient's t-shirt became wet, the patient reacted quickly and, with the assistance of the nursing staff, replaced the pain cassette. The pump performance was also checked. The patient is using two pumps simultaneously, and the customer indicated they are still investigating whether this could be a contributing factor to the fault.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.